Event description:
The customer reported being hospitalized due to high blood glucose of 400 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that he is concerned of not getting his basals and may have infections around the insertion area. The programming, time, and date were correct. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer is using the same area all the time because of him being slim. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.